Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, no image was displayed. In addition, the curved rubber adhesive part was missing and dirt difficult to remove on the universal cord due to insufficient cleaning. There were also scratches on the curved rubber, the video connector, the operation part, the grip, the up/ down plate, the nigiri cover, the universal cord, the light guide connector, the light guide cover glass surface and the video connector case the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the image disappeared at angle of the endoeye flex deflectable videoscope during pre-use inspection prior to an unknown procedure. The procedure was completed with another device without delay. Upon inspection and testing of the returned device, it was discovered no image was displayed. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of no image found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. The failure of displaying an image were determined to breakage of the board cooresponding to the video connector. The defect in the image sensor or internal circuit board cannot be determined at this time. Olympus will continue to monitor field performance for this device.